Event description:
Attorney claims his client's parents both perished in a residential fire that allegedly started when a heating pad caught on fire.

Manufacturer narrative:
Other potential causes of the fire were identified, including smoking and electrical activity observed on a motorized chair, which was also in the area of origin. Further inspections and investigations will be scheduled. Moreover, the pad was being used on a bed, and may have been used in a manner that violates the products warnings.